Event description:
Unit is alarming. Per independent repair statement the pe valve is the key failure. Additional malfunctions were the sieve beds and intake filter. Hose clamps and tie wraps were also ordered to secure and install new parts.